Manufacturer narrative:
Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had alarmed "no disposable clamp tubing." The alarm was silenced, and the pump settings were reviewed: reservoir volume was 11.6 ml, continuous rate was 1.9 ml/hr, vol given 76.5 ml. The pump was then powered off. The patient had expressed discomfort with proceeding to troubleshoot and preferred to contact the clinic once it opened for further instructions. She was instructed to close the clamp on the tubing, but declined, stating she did not want to touch anything. She was advised to call the clinic in the morning for further guidance. No patient harm was reported. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.